Event description:
"We just had two (2) occurrences of spikes falling out of the IV pab bags (50ml, 100ml) this morning". During prep - initial spike of the bag with saline, no chemo spill, no injury.